Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after the pump was engaged to the apical cuff during implant, bleeding was noted around the apical cuff. The pump was successfully disengaged, and the apical cuff sutures were examined for bleeding using the apical cuff holder. No bleeding was appreciated with the apical cuff holder occluding the apical core. The pump reengaged successfully with continued bleeding surrounding the cuff. Log files were not submitted because pump parameters were within normal limits. The surgeon decided to exchange the pump and the new pump which was successfully engaged with no evidence of bleeding. The patient was stable with normal pump parameters.

Manufacturer narrative:
H9 - fsca # updated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: a specific cause for the reported bleeding around the apical cuff could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas, serial number (B)(6), was returned assembled with the pump cable intact. The modular cable was not returned for evaluation. The outflow graft and the outflow graft bend relief were not returned. The cuff lock was in the default position and the apical cuff was not returned. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual inspection of the cuff lock revealed no evidence of damage or defect. Dimensional analysis of the cuff lock, sealing ring, and motor cap found that all were within the manufacturing specifications. The cuff lock assembly was reassembled for testing. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. Engagement testing was performed using a test apical cuff. The cuff lock moved easily and was able to be fully engaged. The cuff lock appeared to operate as intended throughout testing. The cause of the reported blood leak could not be conclusively determined. A corrective action has been initiated to further investigate blood leaks at the apical cuff during implant. The relevant sections of the device history records for mlp-040315 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.